Event description:
Baxter product surveillance received a report in 12-2005 that a patient detected a leak with their transfer set during use. During a follow-up phone call in 1-2006, it was reported that the transfer set continued to flow even when the clamp was in the closed position. The fluid did not leak outside of the transfer set. The set had been in use since october (approximately two months). Although prophylactic antibiotics (ancef, fortaz) were administered, there was no patient injury reported.